Event description:
It was reported that during a knee-tep procedure the aseptic battery housing opened and the non sterile battery fell onto the sterile surgical area. It did not fall into the pt. Another device was used to complete the procedure. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint was confirmed. The device was scrapped.